Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the devices were in disconnected mode at the station. A technical support specialist changed the local services within the application server from automatic to automatic (delay start) and restarted all carefusion services that had "startup type" changed to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, devices were in disconnected mode. The malfunction occurred when a user tried to dispense medication to the patient, resulting in a delay in the patient's care. There were no adverse events or injuries reported based on this event.